Event description:
It was reported that during the attempted implant of this lead on the left bundle branch (lbb) area, the physician attempted to reposition the lead, however difficulty was encountered when removing the lead. Upon removal, the helix fractured and remained attached to the septal tissue. The lead body was removed, and the physician opted to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that during the attempted implant of this lead on the left bundle branch (lbb) area, the physician attempted to reposition the lead, however difficulty was encountered when removing the lead. Upon removal, the helix fractured and remained attached to the septal tissue. The lead body was removed, and the physician opted to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken from the tip. The distal portion of the helix tip was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.